Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04516. The pt received two leads with the same lot number. It was reported the pt had experienced pocket stimulation and an x-ray revealed the leads had pulled out of the epidural space, and were wrapped around the tpg. The physician planned surgical intervention to address the issues at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.